Manufacturer narrative:
Evaluation codes - corrected code to reflect user error.

Event description:
Additional information revealed that the patient stopped charging their ipg as recommended, rendering their ipg inoperable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was unable to communicate with external devices, deeming the ipg inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced, resolving the issue.